Manufacturer narrative:
Additional information received: - the system had to be changed on the patient - there were no consequences for the patient - evd placed due to tumor resection - patient is 3 years old.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an eds drainage system leaked at the stopcock nearest to the chamber. Comments from customer : "although I appreciate the stopcock when closed to the patient can redirect csf out if the bung is loose ¿ the nurses reported csf leaking despite the bung being secure and although I saw the system when it was removed from the patient so no csf pressure I also witnessed csf leaking from the stopcock with the bung secure. I wondered if there was a crack in the system or ill-fitting bung. "

Manufacturer narrative:
Eds drainage system was returned for evaluation: failure analysis - the eds was visually inspected and confirmed cracks in the stopcock nearest the chamber. The eds set up per IFU. The device was leak tested, leakage for the stopcock nearest to the chamber. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Complaint confirmed. The root cause for the issue reported by the customer is due to over tightening when connecting devices, as noted in the IFU finger tighten only.

Event description:
N/a.